Event description:
It was reported that the customer's blood glucose was 600 mg/dl and she received a no delivery alarm that was resolved with a complete set change. When the alarm occurred, the insulin pump was supposed to deliver 17.0 units, but only delivered 2.0 units of insulin. The customer stated that her insulin pump was suspended and would only allow her to rewind. The customer had changed out the entire infusion set, insulin and reservoir, and was advised to troubleshoot for no delivery alarms when they in the future. Troubleshooting for high blood glucose was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.